Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 333 mg/dl with ketones. Customer took a bolus from the pump to treat the elevated bg, but the customer began vomiting shortly after. An ambulance was called and transported the customer to the emergency room. Customer was treated with insulin in the ER and released after 4 hours with the issue resolved and no permanent damage.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.